Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -12.0 into the patient's left eye (os) on (B)(6)2023. The lens was exchanged on (B)(6)2023 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).